Manufacturer narrative:
Evaluation: the iab was received for evaluation with the membrane noted to be completely unfolded. The extracorporeal tubing was noted to be absent from the y-fitting. Blood was noted on the exterior of the iab. The catheter o.d. Was measured and found to be within datascope's mfg specifications. The unfolded membrane appeared normal under room light and polarized light. It was not possible to pass the membrane through a laboratory 10 french, 6 inch sheath/hemostasis valve assembly due to the condition of the returned device. Probable cause of difficulty: no defect was found in the catheter tubing. It was not possible to verify the reported difficulty in the lab due to the condition of the returned membrane. Having the opportunity to examine the original sheath and the folded membrane may have provided some additional insight into the encountered problem. In general, difficulty advancing the iab or sheath into the pt may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The patient may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.

Event description:
The dr was unable to advance the iab into the pt. The iab kept migrating down. Event complications: unk - rpt'd 7/23/97, 9/12/97. Pt current status: unk - rpt'd 7/23, 9/12/97.